Event description:
Thoracic incision and the abdominal incision began draining in 2004. The pt was started on keflex and the device was removed. Hcp reported the pt is currently doing well. The device was explanted but not returned to themanufacturer for analysis.